Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water could not be filled after drained for water replacement. Reconnected fluid delivery line (fdl) and checked filter of fill tube, but not improved. Some times conducted fill reservoir, then water level was full. But flow rate was low and water circulation was unstable when manual operation. Also error 007 (empty pads not complete) occurred for empty pad.

Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from the investigation details. There was no patient involvement. A review of the risk document was performed for the investigation. The reported event is addressed, and based on this review, the risk acceptable; therefore, this event is not reportable. The reported issue was confirmed. The root cause of the reported issue was a failed manifold. The device was evaluated. The manifold was found to be in need of repair. The manifold was replaced. The device passed all applicable testing and is ready for use. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product a review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water could not be filled after drained for water replacement. Reconnected fluid delivery line (fdl) and checked filter of fill tube, but not improved. Some times conducted fill reservoir, then water level was full. But flow rate was low and water circulation was unstable when manual operation. Also error 007 (empty pads not complete) occurred for empty pad.